Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach with a 6fr x25cm medikit introducer sheath. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. After a 155cm mach1 guide catheter was placed, a non bsc guidewire and a rubicon support catheter were crossed the lesion. Then a coyote fc was used to dilate the lesion and followed by a 3mmx40mmx146cm coyote es balloon catheter was advanced to re-dilate the lesion. However, on the first inflation at 12 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a 2.5x150 coyote mr balloon catheter. No patient complications were reported and the patient's status was good.